Manufacturer narrative:
Based on the claim against the product by the customer an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse tested the system and the customer reported issue was not reproduced. The fse reviewed the attached video clip and confirmed movement issue on the universal surgical manipulator (usm). The fse performed a proactive replacement of the usm. Additionally, further testing confirmed noise on the left surgeon side console (ssc)'s master tool manipulator (mtm). The fse replaced the suspect mtm. After replacement, the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the replaced usm; however, failure analysis is currently not completed to confirm/identify any reportable failure mode(s). Isi received the mtm involved with this complaint and completed the device evaluation. During failure analysis, the mtm was tested (sine cycle) and error code 23029/23030 on usm 1 axis 2 was observed, suspecting a component failure. No noise or malfunction was reproduced. As part of testing, proactive replacement on several mtm parts were performed. Following this, the mtm was subjected to further testing and was restored to specification. The complaint regarding non-intuitive motion on the usm1 was not confirmed based on the field evaluation. Isi received a video clip of a da vinci-assisted surgical procedure. A review of the video clip was conducted by an isi clinical development engineer (cde). The following additional information was provided: cde confirmed that the bipolar instrument on usm 1 appears to move in a cyclic motion starting at the 5 second mark for approximately 15 seconds. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted gastrectomy distal surgical procedure, the universal surgical manipulator (usm) arm 1 moved without the surgeon's control. The customer received phone assistance from the technical service engineer (tse). Tse reviewed the error logs and found no errors. The customer noted that the surgeons head was inside the surgeon side console (ssc) high resolution stereo viewer (hrsv) at the time of the event but could not provide additional detail related to the usm arm 1 movement issue. Tse explained to the customer that the master tool manipulator (mtm) arm controller may have moved with gravity when the surgeon took his hand out of the mtm while it was in the following mode. The user continued with the procedure using the same system. No known impact or patient consequence was reported. It was further reported that usm 1 allegedly moved in an unintentional rocking motion for approximately 15 seconds. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the issue occurred while the surgeon was attempting to manipulate instruments from the ssc. No instrument-to-instrument or system arm-to-arm interference confirmed. No external collisions (e.g., collision between system arm and external or equipment and/or staff) confirmed. Issue was intermittent. The procedure was completed with all usm arms.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the replaced universal surgical manipulator (usm) for failure analysis and investigation confirmed the reported complaint. The usm was tested in normal mode with instruments inserted into the hard-shell abdomen model and uncontrolled oscillations were observed. Investigation indicated that the usm did not meet specification and this may have caused the joint controller to over-compensate. The usm was further tested with an in house xi da vinci system. The failure analysis engineer attempted to incite oscillations by intentionally colliding instruments and outer usm arm joints and no oscillations were produced. Additional testing reproduced and confirmed the initial finding. The usm was found to be defective.